Event description:
It was reported that cables and sensors suddenly stopped working and provided no readings. Customer reported that no error message(s) appeared on monitor. These devices were replaced with new sensors/cables. No pt info available.

Manufacturer narrative:
The returned device was evaluated. During an internal inspection of the device, the cable was found to be malfunctioning. When tested with a known good sensor and radical-7 device, the "sensor off pt" error message displayed. There were no audible or visual alarms. A service history record review reveals that this unit was in the field for over one year with no previous reported issues prior to this reported event.